Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the white teflon strip on passive jaw fell off the jaw and into the patient. They had to open a new harmonic as a result. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2018. Additional information obtained: was there any patient consequence? No was the detached tissue pad successfully retrieved from the patient? Yes.